Event description:
During the reaming and implantation procedure of the prosthesis there was some difficulty in obtaining a appropriate fit of the stem of the prosthesis in the femoral canal. This and the advanced osteoporosis resulted in the patient sustaining a mid shaft fracture of the femur which became obvious at the time of reduction. The fracture was reduced as near anatomically as possible and was secured with four cerclage wires. A twelve hole plate was then positioned over the lateral aspect and fixated with cortical screws in the standard manner. The rest of the procedure was without incident. Patient's post operative course was orthopedically uneventful. She underwent both bedside and actual rehabilitation. Due to patient's age, fragile frame and difficulty in adjusting to brace, she was discharged from the hospital on 4/22/93 to our attached nursing home/rehabilitation division for further assistance with her motor skills. At present (5/12/93) she is progressing as expected and ambulating with assistance. Her stay in the rehabilitation division is expected to be of short duration.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, invalid data. Invalid data - on device destroyed/disposed of status.